Event description:
The insertion of a right internal jugular central venous cathter was attempted into a 69 yr. Old male pt. The catheter was inadvertently inserted into the carotid artery and the end of the guidewire was lost. The pt was sent to special procedures, where, using fluoroscopy, the distal end of the guidewire was viewed in the aorta. The proximal end of the guidewire was within the cathter and both were successfully removed from the right carotid artery. There were no pt complications.